Manufacturer narrative:
The device was returned to a third party service center and an evaluation was performed. The evaluation determined that the reported complaint was due to a defective pneumatic block and internal battery. The pneumatic block and internal battery were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system error and had an internal battery fault. There was no patient injury reported as a result of this incident.